Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three device. The visual inspection of the returned products noted; the circular seals were cut. The envelope seals and cannulas appeared intact. Pmv performed functional testing: the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seals may occur when mishandled during clinical application. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. Approximately one hour after starting the operation, a small white material was found inside the patient's abdominal cavity. It was immediately retrieved. The port and other devices being used were inspected but looked intact. There was no patient harm. The status of the patient is no problem.